Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm prograsp forceps instrument associated with the customer-reported complaint. The instrument was analyzed and was found to have the proximal clevis dislodged. The dislodged proximal clevis is attached to the main tube. The instrument came back attached with the following accessories. Due to the dislodged proximal clevis, it was not possible to remove the - seal is4000 ports (batch na) (RMA 302406890020) cannula is4000 8mm (batch ve1493901) (RMA 302406880010). Additional related observation: the instrument was found to have a broken main tube at the distal tip. The complete fastening of the proximal clevis is missing. Components adjacent to this broken main tube do not show damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm prograsp forceps instrument broke, locking the jaws in the 90° rotated position. It was no longer possible to put it straight, the customer had to remove the prograsp forceps and the trocar from the patient in one piece and to use a new prograsp forceps and a new trocar. The procedure was completed with no patient harm, adverse outcome, or injury reported. The issue caused a delay of 30 minutes. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer stated that the instrument was inspected prior to use and there was anything out of the ordinary. The port incision did not increased in order to remove the instrument and cannula together, the incident did not involve a fragment falling inside patient anatomy, the instrument did not collide with any other instrument or tool during procedure, there was no injury to the patient, the procedure completed robotically, the incident cause a delay of 30 minutes in the procedure.